Event description:
The event is reported as: alleged issue: ¿the crna noticed that the light source was working before intubation. When the crna started the intubation, there was no illumination of the pt¿s airway. The crna pulled back the blade and noticed the green light sheath was not in the proper position¿. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.